Event description:
It was reported that the patient was presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited a premature elective replacement indicator. The device also indicated it reached end of service. After a firmware download, normal device function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.